Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned and examination of the returned photograph could not confirm the reported event, but did find breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection pre-op of the instrument, the femoral impactor was inspected and it was cracked and unable to be used. It was removed preop from the field.